Event description:
The pt underwent back surgery for a recurrent herniated disk. On post-operative day one, the pt sat in a reclining chair in his hosp room. When the pt attempted to get up from the chair, he pushed the leg rest back with his feet. When the back did not move up, he used the ottoman release handle on the side of the chair. The chair returned to the upright position with significant force that resulted in the pt having to return to the operating room for an add'l surgical intervention.